Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) the analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was shattered. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was losing insufflation and there is an air leak in the upper housing in the trocar after removing the instrument. They completed the procedure with a new like device. There was no patient consequence reported.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.